Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy for an episode of ventricular tachycardia (vt) that was detected as supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.